Event description:
The distributor contacted animas on (B)(6) 2016 alleging the pump was not alarming for high blood glucose reading as measured through the continuous glucose monitoring system of the pump. The distributor stated the reporter confirmed that the pump did sound alarms for high blood glucose levels previously and stated that none of the settings in the pump have been changed. There was no reported adverse physical event associated with this complaint. This complaint is being reported because the allegation indicates that an alarm feature of the pump may not be operating as intended which may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: review of the black box data and continuous glucose monitoring (cgm) history revealed several ¿213d¿ warnings for cgm glucose level above user¿s limit as well as a call service (cs) alarm ¿cs218¿ for cgm glucose level fall rate warning on (B)(6) 2016. Review of the user¿s settings revealed cgm high limit was enabled and set to 160 mg/dl. The fall rate was enabled and set to 3 mg/dl. A test transmitter was paired with the pump successfully. Blood glucose calibration of 120 mg/dl was accepted in both attempts within two hours. The pump and transmitter were exercised for 24 hours with a steady reading of 115 mg/dl within +/- 20%. No errors, alarms or warnings occurred during the investigation. Cs213 and cs 218 were simulated during investigation with 120 mg/dl as the threshold and 3 mg/dl as the rise rate. The pump alarmed appropriately with ¿cs213¿ and ¿cs218¿ warnings, both audible and visual. Investigation determined the pump performed within the required specifications. Investigation did not duplicate the ¿absence of bg warnings¿ allegation. Unrelated to the original complaint, the display screen had a blue, horizontal line at the bottom of the screen.